Event description:
It was reported that during a hip arthroplasty on (B)(6) 2015, the juggerknot anchor pulled out. Another anchor was available to complete the procedure without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."